Event description:
When the physician opened the packaging, he found a hole in one catheter in the area of the standard holes. The catheter was placed aside. When the second catheter was opened, a hole was found towards the tip of the catheter. It is noted that there was no damage to the packaging, when received and there was no mishandling of the product prior to opening. There was no injury to the pt as the products were not clinically used.

Manufacturer narrative:
It was reported that the package was opened and a hole was found in the catheter. A second catheter was opened, and hole was found in that catheter as well. Add'l follow-up revealed that the hole was towards the tip of the catheter, one was a pinhole and one was slightly larger, similar to the size of a standard sidehole. It was not reported whether or not the catheter was cracked and per report, the tip did not appear damaged. The package was not noted to be damaged when opened and there was no mishandling of the product. The products were returned for analysis. Unit #1 was broken at 61.7 cm from hub and the cut appeared to be made with a sharp tool. Unit #2 had a crack at 19.6 cm from hub and the body of the catheter appeared torn next to the crack. The cuts on both units and the crack found on unit #2 appeared dented and torn. According to analysis, it appears that a sharp tool caused the damage on both catheters. From the info provided by the customer and the results of the product analysis, no definitive conclusion can be drawn as to the cause of the reported event. Per analysis, the damages do not appear to be manufacturing related. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents two products with same catalog numbers, involved in the same procedure.